Event description:
A 3.5mm diameter x 9mm length medtronic ave s670 rapid exchange stent delivery system was inserted into an acutely angled right coronary artery with moderate calcification. It was not possible to cross the target lesion, therefore, the physician began dottering the stent delivery system across the lesion without maintaining good guide catheter support. Subsequently, the guide catheter kicked back pulling the entire stent delivery system back into the aorta, causing the stent to dislodge from the stent delivery system. The dislodged stent became embedded into the anterior wall of the proximal right coronary artery after insertion of the guide wire and a ptca balloon. Attempts to remove the undeployed stent were unsuccessful. The pt was sent to surgery and was reported to be doing fine after surgery. There was no additional clinical sequelae reported relative to the event.